Event description:
Patient (pt) reported device was going off, device was saying there were kinks in the line but there were no kinks, pt shut device down and switched to back up device. Pt was changing cassette and able to successfully switch pumps and change cassette. Pt declined any replacement devices or any further assistance at this time, she said trouble shooting worked and issue was resolved. No side effects reported. Serial number unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.